Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation: the run data file (rdf) was analyzed for this event. Investigation of the rdf indicates that the donor may have shifted mid way through the procedure causing a shift at the access and an interruption in the flow. It also cannot be ruled out this failure may have been donor related. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Investigation of the rdf indicates that the donor may have shifted mid way through the procedure causing a shift at the access and an interruption in the flow. It also cannot be ruled out this failure may have been donor related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: investigation of the run data file indicates that the donor may have shifted mid way through the procedure causing a shift at the access and an interruption in the flow. It also cannot be ruled out this failure may have been donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.